Event description:
End user's spouse reported redness in the peristomal region extending one quarter inch over the last two weeks. He further reported his spouse uses prednisone 2.5 percent steroid cream topically twice daily as directed by her physician and that he changes the wafer every three days. He went on to report he has been using a precut wafer that is too large for the stoma.

Manufacturer narrative:
Based on the available info, this event is deemed to be a serious injury. No add'l pt/event details have been provided to date. Should add'l info become available a follow up report will be submitted. (B)(4).